Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was a sensor anomaly. The sensor broke while it was inside the serter. The base had remained inside the serter. The customer managed to get the sensor out of the serter and he used it to insert another sensor. The customer's blood glucose value was 7 mmol/l. The sensor would be replaced.